Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance of greater than 125 ohms. A lead revision procedure was scheduled. During the revision procedure the lead to header connection was checked and found to be secure. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The proximal segment of the lead was received at our post market quality assurance laboratory. Upon receipt, a thorough evaluation of the lead segment was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed because a portion of the lead has been returned and analysis has been completed.